Event description:
The physician reported that the stiffening wire coiled up during a rapid exchange for an ercp (endoscopic retrograde cholangio-pancreatography) procedure. The physician could not insert the stent in the biopsy cap of the scope. Staff report they needed to obtain an entirely new set-up in order to complete the procedure. When the stiffening wire was removed, it was coiled. Prior to starting the procedure, no visual defects were seen and the equipment appeared to be fully functional. This physician and staff are very experienced in this procedure and are unsure why the stiffening wire coiled. No patient harm resulted from this event.staff contacted the rep on the day the event occurred. The device and packaging were mailed to the manufacturer.